Event description:
Bfarm forwarded a letter they rec'd from reporter(another country's compulsory health insurance). Reporter wrote: "insured person had a hip surgery in early 2004. A revision was done in 2007. In this (first) revision, a femoral stem conus from depuy and a ceramic cup from smith & nephew were used. In late 2007, there was a second revision. The explanted femoral stem conus was proved to be damaged very strong."

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.